Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with fourteen remaining clips. The handle was not in the correct position. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. Due to the noted damage, further functional testing of the instrument could not be performed. In addition; the interlock mechanism was triggered as a result of rapidly actuating the handles of the device and or forcing the device, this renders the device inoperable and poses no harm to the patient. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the clip applier did not loaded any clips into the jaws at any point during use. The surgeon was able to squeeze the handles of the device when the issue occurred. To complete the procedure, another device was used. No patient injury or extension in surgical time. The device will be returned for evaluation.